Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of restenosis, dyspnea and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on 09/10/2018, the patient underwent a coronary procedure, performed to treat a lesion in the proximal left anterior descending (lad) artery. A 2.25 x 38 mm xience sierra stent was implanted. On (B)(6) 2019, the patient was re-hospitalized with chest pain and shortness of breath. Percutaneous coronary intervention was performed and in-stent restenosis was noted in the mid lad. A drug eluting stent was implanted and the patient was discharged to home on dual antiplatelet therapy. No additional information was provided.